Event description:
It was reported that a device was used during an unknown procedure. The surgeon could break the breakaway washer to fire the device. The surgeon excised the tissue and completed the case by hand suture.